Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the same day as implant, the implantable cardiac monitor (icm) experienced oversensing of p or t-waves. The icm remains in use. No patient complications have been reported as a result of this event.